Manufacturer narrative:
Siemens' investigation is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer notified siemens on (B)(6) 2016 that the y1 jaw and the spindle of the y1 jaw was not moving however the values for potentiometer and encoder (pot+enc) are changing. Siemens customer service engineer reported that during service for the issue, it was found that there was not a mechanical problem on the y1 drive system and the jaw was moving at an extremely low speed. The display was changing without real movement when a new position was requested. Also reported was that there was no interlock set, e.g., the bld was in a wrong position without an interlock, however, treatment was possible. It is unknown whether patients were involved during described problem, at this time. This reported issue occurred in (B)(6).

Manufacturer narrative:
The customer confirmed that no patients were being treated at the time of the reported event because the issue occurred in service mode. Investigation showed that the reported behavior only occurs in service mode and in this case, the system behaved as specified. Additional investigation of the save logs and the video material showed that the y1 jaw was moving very slowly, caused by a corrupt encoder data. The calibration of the y1 jaw was corrected during service activity on december 22, 2016. The siemens service engineer confirmed that since then there have been no other occurrences of the reported issue. The reported event, as it occurred, is not safety-related. Considering this, no further corrective action is initiated.